Event description:
It was reported that pump experienced malfunction alarm that could not be cleared, with pump refusing to turn off despite multiple attempts and same malfunction code recurring after reset attempts. There was no reported impact to the customer¿s blood glucose level. Cts to replace pump. Customer planned to use multiple daily injections as backup insulin therapy.